Event description:
Customer reported the system displayed generator and communication errors during a case. No pt injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and retapped the input transformer. System operates as intended.